Event description:
It was reported that the right atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned but destructive analysis could not be performed due to legal restrictions. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically melted but not breached, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.